Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted with events spanning approximately 5 days ((B)(6) 2024 at 12:30:35 to (B)(6) 2024 at 14:17:51 per time stamp). A backup battery fault activates due to the unable to charge and backup battery in use faults not being simultaneously active at 22:42:49 on (B)(6) 2024 while the backup battery is supporting the system during a no external power event. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file also displayed a few low power advisories and backup battery fault alarms on (B)(6) 2024 while tethered on batteries. The cause of these alarms was determined to be power cable short. The controller was exchanged which resolved the alarms.